Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation for a shaft fracture utilizing variable angle locking compression plate (va-lcp) anterior plate. Postoperatively the patient suffered a refracture. A revision open reduction internal fixation (orif) procedure was completed without refracture. It was noted the reoperation was done due to broken/bent plate and refracture. Union was achieved after six (6) weeks. Patient outcome is unknown. This report is for a va-lcp anterior plate. This is report 1 of 1 for (B)(4).